Event description:
The nurse who started the patient's treatment stated that the line was tight when she initiated the treatment at 1645. At 1700 the arterial line became disconnected from the catheter. The patient lost 20-30cc's blood. The patient is stable and well.